Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The stand alone board was replaced and the issue was resolved. The system passed a system checkout and the system was returned to an operational condition. A relay was returned unused.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. There was no patient present. It was reported that the system was stuck initializing and the x-ray was disabled. The system was rebooted several times and the dongle was reseated but the x-ray remained disabled.

Manufacturer narrative:
Device evaluation: the standalone board was received by the manufacturer for analysis, and through analysis the reported issue was confirmed. The standalone board passed visual inspection but failed bench testing. The vac measured at 10 mvac while it is supposed to measure at around 110 vac. The standalone board failed due to a low vac reading. Analysis determined that there was an electrical failure with the returned standalone board. If information is provided in the future, a supplemental report will be issued.